Event description:
Reference number (B)(4) event occurred in netherlands. It was reported on that the patient developed a large abscess on the abdomen on (B)(6) 2026. The patient also reported having multiple hardened areas on the abdomen, which made it difficult to identify suitable injection sites. The patient additionally experienced off symptoms for approximately 2-4 hours per day, which were described as burdensome. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.